Event description:
Customer reported that the system would not fluoro and lost power to the monitors. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call, stated case was reported in error. This MDR is related to ge healthcare complaint.